Event description:
It was reported that the system was corrupting and mixing pt images. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.